Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's niece reported via phone call that her blood glucose level was 41 mg/dl, after her doctor adjusted the basal settings. Her blood glucose level was treated with food and it went up to 51 mg/dl. She treated with food again and her blood glucose level went up to 61 mg/dl. The customer may have over bolused. The device was not returned.